Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the distal section of the pipeline did not open. The pipeline was placed in the straight segment of the blood vessel when it failed to open. Additional steps attempted to open the device included retrieving and deploying again. There was no resistance during delivery or retrieval of the pipeline in the marksman catheter. There was no other problem with the marksman catheter. It was noted that the pipeline tip end was rough.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or with the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the braid's distal and proximal ends were opened and frayed. However, the cause for failure to open could not be determined. Possible causes of failure to open includes vessel tortuosity, user deployed the braid in the vessel bend, and damaged braid. The customer reported that vessel tortuosity was moderate and the braid was not positioned in the bend, which rules out these potential causes. In the event, the damage to the braid contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open. The patient was undergoing a procedure for flow diversion treatment of an ophthalmic artery unruptured saccular aneurysm. The aneurysm max diameter was 6mm and the neck diameter was 5mm. Dual antiplatelet treatment (dapt) was administered. Patient vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared and the catheter was flushed according to the instructions for use (IFU). When the marksman microcatheter was in place and the pipeline was delivered but the tip of the pipeline stent could not be opened despite multiple attempt. The system was withdrawn. The marksman microcatheter was replaced and the pipeline was replaced with another model to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Post-procedure angiography showed blood retention in the aneurysm as intended.